Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not powering on due to a faulty controller board on half height drawer 6.1. A field service engineer replaced the defective controller board and performed final testing in hardware test application (hta), which passed successfully. The user then recovered the drawer and completed inventory without any issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station suddenly powered off and would not turn back on. Remote smart services (rss) indicated the station was offline. The customer confirmed that the power outlet was checked and was functioning properly. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.